Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that no communication could be established with the patient programmer (pp) or ins recharger (insr). The last successful recharge was approximately two weeks ago, and the charge was not maintained due to non-compliance: the patient had botox in their neck and noticed they did not need the stimulation and so they stopped using it. Physician recharge mode (prm) was reviewed and troubleshooting was reviewed including clearing any power on reset (por) message once the ins reached 25%. An icon was seen on the recharger that looked like a phillips head screwdriver and an antenna. It was reviewed there was no icon with a screwdriver, but it was most likely a reposition antenna screen. The patient clarified that is what they saw and stated there were no issues. Then a power on reset (por) was seen. And the patient stated they were in a state of total discharge. The rep brought the device out of overdischarge, they charged the ins all night, but got a por message when trying to turn it on. It was noted the device charged up to 100%, but then would rapidly deplete all throughout the night and was back down to half. The impacts of an overdischarge on the ins battery were reviewed. The patient was redirected to their healthcare provider (hcp) as the issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient was mistaken after further clarifying. The batter was not depleting as quickly as they thought and was going down faster than if they did not have an overdischarge. However, it was still holding an adequate amount of energy. The patient was satisfied. The por and battery rapidly depleting were considered resolved and expectations were establishedwith the patient and they understand to never let it happen again.